Event description:
During a coronary drug eluting stenting treatment procedure acute closure of the diagonal branch occurred. The physician had deployed a taxus express2 8.8% 3.50 x 20 mm drug eluting stent in the lad in 2004, jailing the diagonal and causing acute closure of the diagonal. He was able to wire the vessel and with multiple balloons reestablished flow in that vessel. Hethen stented the ostial lesion in the diagonal with a taxus 2.5 x 12 mm drug eluting stent. He then noted an area of stenosis distal to the stent in the diagonal. When he attempted to advance the third taxus stent (taxus 2.5 x 8 mm drug eluting stent) to that lesion, he was unable to cross. Review of the films was performed and no other procedural complications were noted. The pt did return 5 days later with chest pain. Angiography was performed and no issues were noted with the previously placed taxus stents. No further info is available.